Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your doctor" icon. Additional info received from the hcp reported that the pt had lost weight leading to bulging and discomfort/pain with the generator placement. The device was surgically repositioned on (B)(6) 2011 and the pt was comfortable. It was reported that the pt required hospitalization (outpatient) for the event, and there was no pt injury.

Manufacturer narrative:
(B)(4).